Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that their first implant back on (B)(6) 2023 was replaced because the lead started going throughout their body and wound up like a little ball and sucked in. Patient said when they looked at it in the morning back then they had taken a shower and there was like a big lump in their butt. (B)(6) 2026. E1 (rep): no new information. (B)(6) 2026. E2 (rep): no new information.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2mrud serial# implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va2mrud, ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.